Event description:
It was reported to philips that the system was faulty, which can impact booting. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The information obtained by the philips remote service engineer (rse) confirmed that the reported event was incorrectly reported and did not actually occur. According to the rse, the customer had contacted philips to consult on the price of a set of elbow supports. There was no issue/malfunction with product. No harm has been reported to philips. At the time this complaint was received, philips had no reason to believe that this event had been reported incorrectly. Since that time, new information has been received which has led to the determination that there was no issue/malfunction with product. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.